Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2014 with the following findings: there were multiple unexplainable pump reboots observed in the black box history. The pump was unable to maintain power with the returned battery cap due to the cap detaching and the threads being stripped. A test battery cap was used for all testing. The battery compartment was cracked. The pump was exercised with a test battery cap for 24 hours with no pump reboots, loss of power, or call service alarms duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) over 300 mg/dl, but less than 500 mg/dl with extreme thirst associated with intermittent power loss in the insulin pump. Reportedly, the patient discontinued the insulin pump, but did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery compartment was cracked and the battery cap was not secure to the pump. The reported bg excursion does not meet the criteria for a serious injury. This complaint is being reported based on the alleged intermittent power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.